Event description:
It was reported the fse (field service engineer) onsite found the oer-elite has broken connectors. The clip inside the connector was missing and cannot be attached to the reprocessor. Four (4) connectors were identified with the same problem. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported. This report is related to a report with patient identifiers (B)(6).

Manufacturer narrative:
The subject device was not returned for evaluation. In a follow up communication with the fse (field service engineer) onsite, it was conveyed that there is no problem with the device. The issue was found to be on the connectors being connected to the reprocessor. According to the fse, the 4 (four) connectors were all broken and cannot be connected to the reprocessor due to missing clip. The clip attached to the connector to connect to the processor was missing. Additionally, according to fse, the customer has more than 16 additional spare of connectors to use and 4 additional reprocessors in house to reprocess and clean the scopes. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9/h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the connecting tubes were broken by external stress on the lock lever because the user applied force in the incorrect direction. The event can be detected by following the instructions for use which state: "move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.